Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and metallosis. Intra-operatively, the following were noted: trunnion wear, femoral head was loose yet wedged on the trunnion, black tissue in the patient. The stem, head, and liner were revised (there were no allegations against the revised liner). Rep can provide pictures and otherwise confirmed that no further information is available from the hospital or surgeon.

Manufacturer narrative:
An event regarding altr and wear involving an unknown accolade stem was reported. The event was was confirmed. Method & results: device evaluation and results: the reported device was not returned however a photograph of the stem, head and liner was provided for review. Visual inspection of the provided photograph indicated that the devices are covered in blood. The stem has what appears to be black tissue on its body and is severely worn consistent with loss of taper lock. The liner has damage sustained from explantation. Clinician review: no medical records were provided for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation is required. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and metallosis. Intra-operatively, the following were noted: trunnion wear, femoral head was loose yet wedged on the trunnion, black tissue in the patient. The stem, head, and liner were revised (there were no allegations against the revised liner). Rep can provide pictures and otherwise confirmed that no further information is available from the hospital or surgeon.